Event description:
It was observed that during the device evaluation, the subject device exhibited: the meniscus of the r-unit section was broken, the image quality was poor, distal end of the insertion section had contour sharpness and the camera cable unit (ccu) plug of the video cable section had loose parts. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the meniscus of the r-unit section is broken and therefore the image quality is poor due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.